Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to infection ten days after initial implantation of prosthesis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via the revision operative notes. X-rays that were taken on (B)(6) 2010, were received and were reviewed by an external surgeon. According to the review, the left hip appears normally aligned and intact. No fracture of hardware or the bones. There is no obvious hardware complication although there is a zone of irregularly shaped lucency surrounding the superolateral portion of the acetabular cup. Periprosthetic lucency only appreciated on the oblique view of the hip could be normal, particularly if unchanged over prior time points. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.